Event description:
Medical records received. The indications, for surgery included pain and swelling.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information, that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate. Added: b5, h6 health effect: clinical code.

Event description:
Operative note received. On (B)(6) 2023, the patient had a revision of left total knee replacement to address mechanical loosening of other internal prosthetic joint, stiffness of knee, and aseptic loosening of prosthetic knee. The indication for surgery included pain and swelling. The patient is status post a prior revision total knee replacement on (B)(6) 2020 with a constrained device. Radiographs demonstrated tibial component loosening. The surgeon observed dense fibrous tissue, adhesions and the femoral component was noted to be grossly loose. The tibial component was noted to be grossly loose. Cement was then debrided from the distal femur and proximal tibia. There was no specific interface provided. Depuy components were implanted, including a depuy mbt revision size 3 cemented rotating platform tray, mbt revision 29 mm porous metaphyseal sleeve, 115mm x16 mm universal fluted stem, depuy sigma rotating platform, tc 3 size 2.5/15mm, femur: sigma size 2.5 left cement tc 3 with 8mm distal medial and lateral augments, 4 mm posterior lateral augment, 5 degree femoral adapter, 31 mm universal bully porous-coated femoral sleeve, 75 mm x 14 mm universal fluted stem and neutral adapter bolt.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study no: (B)(6). Clinical adverse event received for migration; femoral and tibial loosening. Event is serious and is considered severe. Event is possibly related to both device and procedure. Date of implant: (b)(3) 2020. Date of event: (b)(3) 2022. Date of revision: (b)(3) 2023 (left knee). Treatment: revision, femoral, tibial, and insert were revised.